Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had a drawer failure.the customer stated that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer inspected the back of the drawer and found that the lights were functioning properly. Everything appeared to be in order, and the solenoid operated smoothly. The field service engineer then replaced the controller board, as it is responsible for activating the solenoid. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.